Manufacturer narrative:
(B)(4). The customer returned one 2 lumen PICC set for investigation. The catheter appears to be used as there is biological material present in the distal and proximal lumens. No other defects or anomalies were observed. After leak testing, the catheter body was examined under magnification. A small hole was observed in the juncture hub. With the catheter body occluded, water was injected into the catheter luer hubs for each of the extension lines using a lab inventory 10 ml syringe. Leakage was observed in the juncture hub during testing of the proximal lumen. The location of the leak was consistent with the hole identified during microscopic inspection. No leakage was observed when testing the distal line. A device history record (DHR) review was performed on the catheter and did not reveal any manufacturing related issues. The report of the catheter leaking was confirmed through examination and testing of the returned sample. During functional testing, a leak was observed from a hole in the catheter juncture hub. The appearance of the hole was consistent with a manufacturing defect. Based on the appearance of the leak site and the information provided by the customer, the probable cause for the defect is manufacturing related. A nonconformance request was initiated to further investigate this issue.

Event description:
The customer alleges the catheter broke due to the spring wire guide not introduced correctly. Additional information indicates that there was a crack near the junction hub causing a leak.

Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. A similar product is sold in the us.

Event description:
The customer alleges the catheter broke due to the spring wire guide not introduced correctly. Additional information indicates that there was a crack near the junction hub causing a leak.